Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's facility. The reported issue of the device displaying "pads/paddle lead fault" after a 30j short test could not be duplicated during evaluation. The device successfully completed multiple 30j short tests without any faults. The device met specifications during testing. Analysis of reports of this type has not identified an increase in trend.